Event description:
Customer reported one false positive result for one patient. The customer communicated the result was not confirmed by molecular (pcr testing) but was negative upon repeat on sofia sars the following day. The patient was asymtomatic (off-label use).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15-minute result read time. Root cause: unable to determine. Source: phone.